Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Under surgery when the insert of the stem, the stem did not fit on the stem applicator. They brought in a new stem in same size and it worked fine.

Manufacturer narrative:
An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: on opening of the box containing the returned device it was observed that the spigot was not in the axis of the stem. It could be seen that it had been distorted , one lug of the spigot was bent and at a corner of this lug there was evidence of damage consistent with the part been crushed, there was marks on the body of the spigot under the lugs consistent with it been damaged while been used with the stem applicator. Medical records received and evaluation: not performed as medical records were not received for evaluation. No adverse consequences to the patient were reported. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the (B)(4) supplier to (B)(4) .

Event description:
Under surgery when the insert of the stem, the stem did not fit on the stem applicator. They brought in a new stem in same size and it worked fine.